Manufacturer narrative:
Additional narrative: a device history record (DHR) review for blanks of the product was completed: DHR review of subject blank (B)(4) lot 7979361 shows a significant scrap event at the turn head operation machine. The scrap code indicates machine malfunction at that operation. Additional parts were scrapped at bag/label operation for incorrect length. These two scrap events indicate there was a manufacturing problem at the turn head operation which may be related to the complaint condition. Release to warehouse date: april 20, 2015. A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The screw head was broken as claimed by the customer. All dimensions relevant for the function of the product were measured, and fulfill the specifications, except the overall depth seemed to be out of specification. It was also difficult to measure this dimension, since the screw head is broken. But this dimension is part of the blanks which did have a manufacturing issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product code: hwc. (B)(4). Device broke during insertion; device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: january 13, 2016. Expiry date: january 01, 2026. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for fracture of distal radial end took place on (B)(6) 2016. During the surgery, the head of the reported locking screw was broken when the surgeon inserted the screw into proximal locking hole of the plate and tried to lock it; before the breakage, drilling through threaded drill guide placed into the proximal hole of the plate had been performed. The head of the screw remained attached to the tip of the screwdriver and the surgeon removed the broken shaft from the patient's bone and inserted another screw. The surgery was extended for three minutes. No adverse consequences were reported. There was no patient harm. Surgery was completed successfully. This is report 1 of 1 for (B)(4).